Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected pacing impedances of 1110 ohms and shock impedances of 50 ohms on this right ventricular (rv) lead at implant. However, recently the pacing impedances increased to 1800 ohms and shocking impedances of 60 ohms. Thresholds increased as well from 0.5v to 2.3v to 3.5v however, no noise was present. This patient was not device dependent. Technical services discussed troubleshooting. The patient did report they were able to feel the device pacing but no other patient effects were reported.

Manufacturer narrative:
Resolution was requested from the field representative who later reported that an x-ray was inconclusive. Thresholds continued to rise and there was suspect of a microdislodgement of the lead. The lead was successfully repositioned without issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.